Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a customer reported that he had been receiving unspecified erratic readings on his adc blood glucose meter. The customer stated ¿a week before thanksgiving¿ he was not feeling well, and was concerned he might pass out if he stood up, so asked his wife to get his meter and strips for him. The customer was unable to provide specific readings or the date/time associated with the medical event. He reported he then experienced a loss of consciousness and was rushed to an emergency room where unspecified tests were performed. He was then reportedly taken to another hospital where he was treated with ¿100 units of lantus¿ insulin. The customer stated he was hospitalized for 3 days to monitor his blood sugar. No diagnosis was reported. The customer was discharged in the afternoon of the third hospital day. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
On (B)(6) 2016 a customer reported that he had been receiving unspecified erratic readings on his adc blood glucose meter. The customer stated (B)(6) he was not feeling well, and was concerned he might pass out if he stood up, so asked his wife to get his meter and strips for him. The customer was unable to provide specific readings or the date/time associated with the medical event. He reported he then experienced a loss of consciousness and was rushed to an emergency room where unspecified tests were performed. He was then reportedly taken to another hospital where he was treated with ¿100 units of lantus¿ insulin. The customer stated he was hospitalized for 3 days to monitor his blood sugar. No diagnosis was reported. The customer was discharged in the afternoon of the third hospital day. There was no report of death or permanent injury associated with this event.